Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 21085844, medical device expiration date: 25-aug-2024, device manufacture date: 12-aug-2021, medical device lot #: 21095465, medical device expiration date: 11-sep-2024, device manufacture date: 06-sep-2021.

Event description:
It was reported that 3 bd smartsite¿ needle-free connector experienced blockage. The following information was provided by the initial reporter: fluid occlusion when connecting with syringe.

Event description:
It was reported that 3 bd smartsite¿ needle-free connector experienced blockage. The following information was provided by the initial reporter: fluid occlusion when connecting with syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 13-sep-2022. H.6. Investigation summary: two 2000e samples were received without packaging for investigation; however, the customer indicated the complaint samples are from lots 21085844 and 21095465. A connecting angel flush syringe was also received to assist the investigation. The feedback provided by the customer indicates a complete occlusion was detected at the smartsite component during priming. As part of the investigation, the customer provided a video of their experience; analysis of this video confirms their experience as the smartsite component could not be primed with fluid. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The returned samples were subjected to functional testing by connecting the devices to both a retained 50ml bd plastipak syringe from stock, and the returned angel flush syringe and flushing with fluid; in each instance, the smartsite piston opened and no occlusions or flow restrictions were detected. A close inspection of the angel syringe revealed a raised edge on the male luer tip of the component (appendix 3). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 21085844 and 21095465 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned 2000e sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.